Manufacturer narrative:
It was reported a waist pack with a torn strap. The waist pack was not returned for evaluation. A review of the manufacturing documentations could not be performed since the serial number of the waist pack was not provided. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported event can be attributed to a tear on the strap due to the handling of the device. The unit, however, was not available for analysis. Per instructions for use (IFU): the patient pack is used to safely secure, store and carry the controller and batteries. It can be used in or out of the hospital, when resting, sleeping or ambulating. The instructions for use (IFU) and patient manual caution the user to use only manufacturer supplied components with their manufacturer system. Users are instructed that the patient pack can be washed by hand using a mild detergent and cold water, or machine washed using the delicate cycle. Users are instructed to not use bleach and to allow it to air dry. Users are further warns to not used a clothes dryer and to make sure that the pack is completely dry before use. In addition, they are guided to inspect it for damage or wear before each use. Lastly, users are instructed to return any damaged components to the manufacturer. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
A report was received that the waist pack had a torn strap after being in use for less than 4 months. The waist pack was replaced with no reported patient consequence. Photos provided of the reported damage appear to confirm the event. No further information was provided.